Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrodes wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. Two of the electrodes were detached and not returned with the device. There are no manufacturing abnormalities visually observed with the returned wand. The returned device was plugged into a known good quantum ii controller with a foot pedal assembly (p/n 10863) attached and was activated at ablate/coag settings. Plasma was produced on the remaining parts of the electrodes/screen. The suction line was tested and was clogged by dried parts of tissue. A back flush could not thoroughly clean the line and the suction line is still clogged. The complaint was verified but the root cause could not be determined with confidence. It is possible that the suction line became (1) disconnected during surgery, (2) suction pressure may have not been enough to excavate blood and tissue or (3) there was an attempt to excavate large ablated tissue remnants. These factors could probably cause the complaint, can lead to increased/extensive wear and can decreasing the functionality of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the tip of the wand broke. The broken piece was removed from patient. A backup device was available with no delay or patient injuries.